Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information it was determined that there was a delay of a few minutes to find, activate, and assemble a new dermatome to finish the procedure.

Event description:
It was reported that when taking skin graft from patient, the sound of device was "lazy", and it did not take the graft all the way. The blade was changed, but it did not take a graft at all. They changed the device (another zimmer air dermatome) and with that device they were able to take a good skin graft. An additional graft needed to be taken from the patient. Upon receipt of additional information it was determined that there was a delay of a few minutes to find, activate, and assemble a new dermatome to finish the procedure. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that when taking skin graft from patient, the sound of device was "lazy", and it did not take the graft all the way. The blade was changed, but it did not take a graft at all. They changed the device (another zimmer air dermatome) and with that device they were able to take a good skin graft. An additional graft needed to be taken from the patient. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was not cutting properly as the unit was out of calibration. Additionally, the bearings and reciprocating arm were damaged and the e-ring was missing. The needle, shaft, and sleeve bearings, reciprocating arm, and e-ring were replaced and the unit was recalibrated to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm. The event is confirmed.

Event description:
There is no additional information.